Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 0.7mls juvéderm® volift® with lidocaine into the lips. Patient later reported with 9 large lumps in the lips over 24 hours later. 2 of the nodules have surrounding erythema. The nodules are hard and fluctuating in size. Patient also did get a sunburn to their lips about one week after procedure. Patient was prescribed keflex and prednisolone for 7 days. Event ongoing.